Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element plus mr ous 2.25 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent revealed no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a break at approximately 205mm distal to the distal end of the strain relief. There was a partial hypotube break at approximately 192mm distal to the distal end of the strain relief. There were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The eccentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly calcified mid left anterior descending artery (lad). After pre-dilation was performed, a 2.25x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilation was performed again and the device was re-advanced but still failed to cross the lesion. A non-bsc stent was advanced and also failed to cross the lesion. The device was removed and the patient was kept on medical management. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.